Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/on power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces and was received with a cracked display window corner, a cracked lcd window, a cracked belt clip slot at battery tube threads area, a broken reservoir tube lip, and a missing reservoir o-ring. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not performed. The device was returned for analysis.